Event description:
It was reported that the reactiv8 system was explanted at the request of the implanting surgeon due to the alleged skin infection. The patient has some mild symptoms of infection in the ipg pocket, including redness, tenderness, and swelling. Reportedly, the device is working as intended with no interruption in the therapy. At surgery, the findings were most consistent with chronic-grade infection. The interim microbiology report was a light growth of a sensitive staphylococcus aureus in some specimens from surgery. The patient was treated with intravenous cefazolin until discharge and flucloxacillin oral after discharge from the hospital. No part is expected to be returned. The hospital sent the device for pathology review and swabs for infection.

Manufacturer narrative:
Mml ref: (B)(4) b2 other: skin infection other device explanted model: 8145 description: percutaneous stimulation lead serial number: (B)(6) (B)(4). The pathology test result was requested but has not been provided to mainstay medical. The manufacturing records were reviewed. There was no non-conformance found that could have contributed to the alleged skin infection reported by the surgeon. Received information that a sample fluid specimen on the right buttock seroma was collected ( on (B)(6) 2023) four weeks after the device was explanted. The result of the culture was negative; no bacteria and no growth were seen.

Manufacturer narrative:
Mml ref: (B)(4). B2 other: skin infection. Other device explanted. Model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI: (B)(4).

Event description:
It was reported that the reactiv8 system was explanted at the request of the implanting surgeon due to the alleged skin infection. The patient has some mild symptoms of infection in the ipg pocket, including redness, tenderness, and swelling. Reportedly, the device is working as intended with no interruption in the therapy. At surgery, the findings were most consistent with chronic-grade infection. The interim microbiology report was a light growth of a sensitive staphylococcus aureus in some specimens from surgery. The patient was treated with intravenous cefazolin until discharge and flucloxacillin oral after discharge from the hospital. No part is expected to be returned. The hospital sent the device for pathology review and swabs for infection.

Event description:
It was reported that the reactiv8 system was explanted at the request of the implanting surgeon due to the alleged skin infection. The patient has some mild symptoms of infection in the ipg pocket, including redness, tenderness, and swelling. Reportedly, the device is working as intended with no interruption in the therapy. At surgery, the findings were most consistent with chronic-grade infection. The interim microbiology report was a light growth of a sensitive staphylococcus aureus in some specimens from surgery. The patient was treated with intravenous cefazolin until discharge and flucloxacillin oral after discharge from the hospital. No part is expected to be returned. The hospital sent the device for pathology review and swabs for infection.

Manufacturer narrative:
Mml ref: (B)(4). Skin infection. Other device explanted: model: 8145. Description: percutaneous stimulation lead serial number: (B)(6) UDI: (B)(4) the pathology test result was requested but has not been provided to mainstay medical. The manufacturing records were reviewed. There was no non-conformance found that could have contributed to the alleged skin infection reported by the surgeon.